Manufacturer narrative:
Additional information: h3, h6, h10: the device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. A review of the event history log revealed upstream occlusion message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined . No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during programming/setup. There was no patient involvement. No additional information is available.